Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said they had lost a bunch of weight (patient lost 110 pounds) and the healthcare provider had to go in and move the stimulator up because about 8 months after implant the ins got so low it was causing a problem and the patient was not able to sit. About a month ago the hcp moved the ins. Patient said when the device was moved they ended up with a big giant seroma and their whole rear end and legs were black and blue everywhere. Patient asked the doctor if the seroma could have caused something to not function correctly with the equipment or for the lead to move and the doctor said no. Patient said ever since the ins was moved they can't keep the device at the amplitude level they used to have it at. Patient said device is not working like it should. Patient said when they increase stim both of their legs shake and they feel "electrical jolts" in their right hand. Patient said the jolts in the hand are occasional and not constant. Patient turned stim off the their legs stopped shaking and they didn't feel the jolts in their hand. Patient said when stim is off they can't urinate at all. Patient has at stim at 0.7 (which the patient considers a low settings) and they can urinate but they have to sit on the toilet for8-10 minutes before they start to urinate. Patient said site where the lead was put in near their spine is very sore. Reviewed option to change programs. Patient declined to change programs as they have an appointment w/ a mdt rep in 3 weeks and will discuss then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.